Event description:
The user reported in (B)(6) 2021 with pain and erythema around the implant housing. To treat the infection the device was explanted on (B)(6) 2022. This report refers to 9710014-2022-00208. For further information please refer to this report.